Event description:
It was reported that the tip of the tunnelor broke off in the pt's abdomen during a placement procedure for a peritoneal dialysis catheter by the fellow. The staff physician had the fellow perform a cutdown procedure to remove the tunnelor fragment from the pt. The staff physician then used a new tunnelor to complete the procedure. No add'l harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user did not specify if this was the initial use of the device. A follow-up report will be submitted if add'l info becomes available.